Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a magnetic resonance imaging (MRI) compatibility inquiry, it was reported that this pacemaker and right ventricular (rv) lead had been programmed to unipolar due to an insulation break. Technical services (ts) explained that this system was not MRI conditional as a result of the unipolar programming and lead insulation break. Additional information received reported that the suspected cause of the lead insulation break was clavicular crush, however x-rays taken were not able to clearly confirm this observation. Furthermore, a rv lead safety switch (lss) was triggered due to an out-of-range pace impedance measurement greater than 3,000 ohms. Sensitivity was adjusted due to oversensed noise. No pacing inhibition was observed. This pacemaker system remains in service. No interventions were planned at this time, and the patient will continue to be monitored. No adverse patient effects were reported.